Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was revised from a competitor tka to an attune revision knee. All of the proper prep and 1mm over ream of the stems was done. The trial sat perfectly and the real implant was constructed to look exactly like the trials. The real femoral construct would not seat fully. It sat 12mm proud and resulted in the knee being misbalanced in flexion and extension. There was a 3 minute surgical delay.